Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel9 was being used in a surgery when red signals appeared on the console. It is felt that the flow valve needs to be calibrated. Although it was reported that the unit was not in contact with the patient, the surgery was delayed approximately 3 hours. Additional clinical information has been requested.